Event description:
Customer called to report that reagent probe b of the unicel dxc 600 synchron system was leaking. As a result, total protein (tp) and blood urea nitrogen (bun) calibrations failed, and quality control results were suppressed. The customer technical specialist (cts) assisted customer with troubleshooting by instructing customer to ensure that the tubing was securely fitted to the probe. Customer stated that the tubing was loose. The cts instructed customer to tighten the loose tubing to probe b, after which calibration and quality control results recovered within instrument specifications. The cts then instructed customer to prime the instrument, and no further leaking was observed. The cts confirmed proper instrument function with customer, verifying that routine troubleshooting instructions provided by the cts effectively resolved the issue; therefore, a service request was not generated. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The root cause of the instrument leak issue was due to the loose tubing at reagent probe b.

Manufacturer narrative:
(B)(4).